Event description:
Customer reported 1 of 2 false positive results obtained on the alinity m sars cov-2 assay questioned by the patient. The customer stated that during the test, it was raining, and there was no tent cover. The patients' parent noted raindrops entering the test tubes and hitting the cotton swabs before they were placed in the test tubes. As a result, they felt that the tests were compromised. The patients' parent stated the patients were retested again on (B)(6) 2021, and the results were negative. It was explained to the parent no errors were found therefore the results would not voided. There was no report of impact to patient management reported due to this observation. See MDR 3005248192-2022-00044 for additional reported event.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
Investigation into this complaint included a customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result log files were reviewed. The review of the customer data demonstrated the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522525 was performing as expected. The assay reagents performed as expected and met the assay specification requirements for the controls. There is no indication that lot 522525 are performing outside of established design performance specifications. A product deficiency was not identified by this evaluation. Amplification curves look normal and showed normal amplification for all reported sample. There is no potential amp plate carryover risk for the sample ids (sids) in this investigation after reviewing the plate mapping analysis. Quality data review: device history record / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522525 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522525. This CAPA review did not identify any existing internal issues or nonconformances for lot 522525. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 522525. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements and review of the ticket, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lots 522525 was not identified.